Event description:
It was reported that ultrasafe x225l png clear was disassembled. This was discovered after use. The following information was provided by the initial reporter: we received 2 customer complaints for an atypical defect on disassembled devices in 3 parts as shown on enclosed pictures.

Manufacturer narrative:
H.6. Investigation summary: the customer issued a complaint for a disassembled device detected by end user. Photos were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on investigation conclusion a syringe can only become detached if syringe capture features or the flange of the syringe get damaged/broken or if the syringe receives an impact after syringe insertion which causes it to unclip from the device. Therefore, the syringe most likely became detached as it was not clipped into the device properly or it received an external impact after syringe insertion which caused it to unclip from the device. None of these causes are related to bd process. Based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer or correlate this symptom with a potential cause linked to bd process. H3 other text : see h.10.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0076684, medical device expiration date: 2025-02-28, device manufacture date: 2020-03-16. Medical device lot #: 0086626, medical device expiration date: 2025-02-28, device manufacture date: 2020-03-26. Medical device lot #: 0071417, medical device expiration date: 2025-02-28, device manufacture date: 2020-03-11. PMA/510(k)#: k011369, k122558. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that ultrasafe x225l png clear was disassembled. This was discovered after use. The following information was provided by the initial reporter: we received 2 customer complaints for an atypical defect on disassembled devices in 3 parts as shown on pictures.